Event description:
Additional follow up information indicated that there was no injury such as a capsular tear, incision enlargement, or vitrectomy, that a new lens of the same model (za9003) with diopter 14.0 was implanted in patient's eye. It was reported that the patient was doing fine.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional follow up information indicated that there was no injury such as a capsular tear, incision enlargement, or vitrectomy and that a new lens of the same model (za9003) with diopter 14.0 was implanted in the patient's eye. It was reported that the patient was doing fine. The manufacturing record review was performed. There were no process and / or material changes within the production order. There was no adverse trend that required further investigation for the complaint type reported with the model. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted, from the patient's right eye, in a secondary procedure due to a broken haptic. It was also reported that there was a broken suture. A new lens was implanted and the patient was reportedly doing fine. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The sample was inspected under the microscope. Visual inspection of the return sample showed that the lens was received has one detached haptic. The lens surface was observed with what appear to be viscoelastic residues, scratches and particles. The reported complaint of ¿haptic damaged¿ was verified. However, the cause of the detached haptic could not be determined. Based on the analysis of the return, there are no manufacturing issues for this lot. Additionally, no similar complaints were found for this lot and there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.